Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the device would not power on. The battery flex was found to be contaminated/corroded. The battery contacts were also compressed and contaminated, keyboard scratched, ring bail bent, lead flex cover corroded, and side bail covers broke. In addition, the battery release and drawer, release springs, ring cover, and upper/lower cases were contaminated. The upper/lower cases were also broke. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was subsequently returned with additional information that it turned off when on a patient. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was subsequently returned with additional information that it turned off when on a patient. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the battery flex circuit. This analysis found that the circuit had continuity open. This confirms the reported event as well as the finding found during servicing and repair of the device.